Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 12:00 pm after receiving inconsistent high readings from the prodigy diabetes glucose meter. The end user visited his pcp after concerns with high glucose results. His glucose reading at the time of the medical event was 311 mg/dl. The end user was not experiencing any obvious symptoms. Upon arrival to his doctor's office his blood glucose was 177 mg/dl and no treatment was administered. He was instructed to take farxiga once a day. No additional information was provided.